Manufacturer narrative:
The evaluation and repair of the device has been completed by a third party service provider. The service provider verified the event and found touchscreen was not working as well, and replaced the backlight inverter pcb and the unit passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.